Manufacturer narrative:
Customer has not requested service to verify proper operation of this unit. Customer stated they would be conducting their own testing of the injector and that they have been using the injector since the reported incident w/o any problem. On (B)(6): customer confirms via e-mail they performed a preventative maintenance on this system and found no issues related to the event. Customer reports the system has been in use by staff w/o any further issues.

Event description:
On (B)(6): customer reported injector started injection by itself. After injector was set up, MRI technologist heard a beep and realized injection had started w/o her intervention. Procedure was not completed. There were no errors codes during the event. No pt injury reported.